Event description:
It was reported that the 5mm 45cm slide lock hunter bowel grasper (610165) was missing the screw that secures it to the laryngoscope. Additionally, a portion of the instrument broke off inside the patient during laparoscopic general surgery. At this time, it is unknown whether the broken part was retrieved. No further patient consequence was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4 (product lot number), d9, g3, g6, h2, h3, h6, h11. Additional information: there was no delay in surgery; the component that controls the mechanism was lost, and a replacement was used to complete the procedure. There is no negative information concerning the patient's recovery. The 610165 slide lock hunter bowel grasper 5mm 45cm was returned for evaluation: failure analysis: the returned 610165 slide lock hunter bowel grasper is in used condition with wear along the shaft and on the handles. The set screw in the jaws was missing, leaving the jaws loose and unusable, and staining was visible on the jaws. The product lot indicates a manufacturing date of 2019. Damage to the screw may be the result of wear over multiple years of use. Per the product information for use (IFU) jl-00016," the instrument must be inspected to assure proper functioning prior to each use with particular attention paid to the condition of all moving parts, tips, box locks, ratchets, and cutting edges." The set screw broke off due to wear. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the reported complaint is confirmed. The returned 610165 slide lock grasper is in used condition with damage along the shaft and handles, as well as a missing set screw due to wear.